Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-may-2023. H6: investigation summary 10 samples for model mp5303-c of different lots were returned for investigation. Functional testing was performed on other set for mp5303-c of lot # 22129051 for this complaint. The set was unable to be flushed. The customer complaint that the set would not prime was able to be replicated. A device history record review for model mp5303-c lot number 22129051 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents h3 other text : see h10

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: everything is almost exactly the same regarding the facility, contact number, and issue. There is a different lot number provided. Lot #: 22129051. Event occurrence: (B)(6). Procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: everything is almost exactly the same regarding the facility, contact number, and issue. There is a different lot number provided. Lot #: 22129051. Event occurrence: 4/10 or 4/11. Procedure: IV medication-infusion. Bd extension set would not prime when connected to 10ml ns flush- pressure increased without success. Another set was used without problems.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.